Event description:
Boston scientific crm received information that during a follow up visit; this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular defibrillation lead (rv) exhibited noise which caused oversensing with pacing inhibition for approximately 4 seconds. The patient is pacing dependent. The noise and oversensing could not be reproduced with pocket manipulation. A chest x-ray was performed which revealed that the leads were not touching and the lead had not perforated the ventricle. However, the pocket was manipulated a second time and noise artifact could be reproduced. Pacing was also inhibited for several beats during the manipulation. A revision procedure was to be performed in the near future to evaluate the possibility of a lead fracture or connection issue. No adverse patient effects were reported.

Event description:
The device and lead remain implanted, a revision procedure was not performed. No adverse patient effects were reported.

Manufacturer narrative:
The device and lead remain implanted and were not returned to boston scientific. Should additional information become available an amended report will be submitted.

Manufacturer narrative:
To date, the lead and device remain implanted. A revision procedure was to be performed in the near future. Upon receipt of additional information or device analysis a final report will be submitted.